Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, dented and kinked insertion tube was confirmed which consequently caused a restriction in the instrument channel. In addition, excessive insertion tube peeling and peeling cement was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the visera tracheal intubation videoscope non-bending section insertion tube and biopsy channels are kinked. During a standard service inspection of the customer returned device, insertion tube excessive peeling was noted. There was no patient injury or harm reported.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated:. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The instructions for use (IFU) states: do not bend, hit or twist the insertion section, control section, universal cord and video connector. The endoscope may be damaged and water leaks and/or breakage of internal parts like ccd cable can result. Chapter 5 reprocessing: general policy- 5.3 precautions in case that inappropriate medicines or endoscope reprocessor are used, it may accelerate the deterioration of the endoscope and may cause come-off of parts and adverse event on patients¿ health. Chapter 9 storage the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk. Olympus will continue to monitor complaints for this device.